Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 ml juvéderm® ultra plus xc in the nasolabial folds, marionette lines, chin, upper and lower lips (vermillion border) and experienced ¿immediate and intense swelling and pain¿ at the injection sites. Patient was treated with benadryl, prednisone and ice that same day. Symptoms resolved the next day.